Manufacturer narrative:
Siemens is investigating the issue.

Event description:
The customer reported that there was a delay of 1.5 to 3.5 hours in testing patient samples for sodium, potassium, and chloride on a dimension vista 1500 instrument. These tests were scheduled, but were not processed, on the instrument. The customer ran these tests manually when they became aware that these tests were not processed on the instrument. There are no known reports of patient intervention or adverse health consequences due to the delay in testing patient samples for sodium, potassium and chloride.

Manufacturer narrative:
Siemens filed the initial MDR on 08-nov-2018. Additional information (19-nov-2018): siemens investigated the issue to determine the cause of the delay in processing patient samples on the dimension vista 1500 instrument. Siemens determined that the issue is isolated to instruments used under a unique laboratory workflow (laboratories running uniquely high volume of samples during a short period of time with "stat" orders); siemens determined that when samples are ordered with multiple sample racks containing samples ordered with "stat" priority, the samples ordered for sodium, potassium, and chloride (lyte tests) may not be processed as scheduled. The instrument is designed such that lyte tests are ordered with "routine" priority for all samples. Hence, when competing with other tests with "stat" priority, the "stat" tests may override the "routine" lyte tests. The instrument was designed to reschedule the lyte tests 51 times within all "stat" orders scheduled; if the lyte tests are not processed due to the laboratory workflow (laboratories creating increased programing of tests with "stat" priority), the samples ordered for the lyte tests could potentially be aborted on the instrument. When this happens, the order for lyte testing remains visible to the user as pending on the laboratory information system (lis) or middleware/informatics system, and must be reordered by the user. The dimension vista operator's guide contains a "problem sample" section that indicates samples that are unable to complete processing are available for viewing to rerun or dismiss. When this issue occurs, the samples are not available for viewing on the dimension vista instrument, but are available for viewing on the middleware; all dimension vista instruments are sold with middleware. The instrument is performing according to specifications. No further evaluation of this device is required.